Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Event date not provided. Name of reporter not provided.

Event description:
It was reported that the implant was removed due to inflammation and implant instability with rotational force. Tooth #22.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) imp,tsv,4.1,13,mtx,mg (tsvt4b13) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use, wear. No apparent malfunction was noticed with the implant, that would contribute to the event. Implant matched prints, where measured. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing non-conformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number (1249706). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1249706) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event, and the complaint is not related to the functional performance of the product. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes are due to implant of inappropriate size, and patient specific issue. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.